Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that lens had glistening's and the patient can not see well. The surgeon was unwilling to provide further information. There are two medical device reports associated with this patient. This report is associated with the left eye.